Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had prematurely reached eri. Patient was asymptomatic. The most recent in-clinic interrogation stated that the device reached eri (B)(6) and eos (B)(6). The physician explanted and replaced the device. The patient did not experience any symptoms before during or after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.